Manufacturer narrative:
On (B)(6) 2018 - the device was not returned to the manufacturer. Therefore, a investigation cannot be completed.

Event description:
On (B)(6) 2018 - per the consumer, the product shattered into glass shards. The consumer was not injured.